Event description:
It was reported that the "overheating" message appeared multiple times on the programmer screen. It was further noted that at one time the printer was not working but was apparently fixed. The programmer was returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed, and tested out of specification. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. It was noted that there were software errors logged on the hard drive. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification.